Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the nurse found the tracheal air tube leaking and the ventilator could not deliver oxygen for treatment. There was patient involvement reported and no patient harm.